Event description:
A (B)(6) female pt called zoll customer support to report that her monitor was resetting. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (resetting) has been confirmed. Upon investigation the monitor was abnormally shutting down. The cause for the abnormal shutdowns was isolated to defective memory integrated chips could not be positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.